Event description:
Literature was reviewed regarding: the study title or objective is not directly mentioned in the provided text. The time frame of this study was over 4 years. The following medtronic devices were used: valiant and endurant  among patient adverse events included:  type ia, type ic, and type iii endoleaks. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID unk-cv-sr-endurant (unknown serial/lot); product type: 0180-aortic stent graft; implant date ; explant date product ID unk-cv-sr-valiant (unknown serial/lot); product type: 0180-aortic stent graft; implant date ; explant date product ID unk-cv-sr-valiant (unknown serial/lot); product type: 0180-aortic stent graft; implant date ; explant date product ID unk-cv-sr-endurant (unknown serial/lot); product type: 0180-aortic stent graft; implant date ; explant date product ID unk-cv-sr-valiant (unknown serial/lot); product type: 0180-aortic stent graft; implant date ; explant date g2: citation: authors: qinshu wen, yepeng zhang, jun wei, mingyang shen, guangyan wu, xiaolong du, xiaoqiang li, min zhou. Physician modified fenestrated endografts for endovascular aortic arch repair in zone 0. Eur j vasc endovasc surg 68, 190-199 2024. Doi.org/1 0.1016/j.ejvs.2024.04.008 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.